Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to catheter removal (27 days after the event onset). The pd catheter was removed, pd therapy was temporarily discontinued and the patient was transferred to hemodialysis (28 days after the event onset). It was reported that treatment with meropenem injection was shifted to intravenous route of administration. Five days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, every 5 days, discontinued 18 days after the event onset) and amikacin injection (500mg, once daily, discontinued 18 days after the event onset) for peritonitis. The patient began treatment with meropenem injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis 18 days after the event onset. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.